Event description:
Procedure type: gastrectomy according to the reporter: it stop firing after advancing 1 memory. At this time, the knife did not move when pressing the blue button. Therefore, surgeon returned the knife with the silver button to release the device from tissue. By these problems, it was difficult to resect tissue with I-drive properly. Surgeon used a manual ultra handle and a new60amt to resect stomach successfully. After that, when checking the specimen, ulcers around tumor was tucked on the staple line, an additional resection of stomach was performed at 1cm from previous staple line used by the manual handle and 2 reloads of 60 amt. Then, a side to side anastomosis was performed with 45amt and 60amt was used for this close. When firing stopped, no tissue was tucked on jaws, but tissue could be too thick when resecting in lesser curvature. There was no problem in handling by scrub nurse. Customer found that calibration was started by itself when loading a reload. (All symbols of reload, adaptor and handle were illuminated at this time.) After that, a blue lamp was illuminating, and a reload symbol was flashing to indicate replacing to a new cartridge. Operating time extended: less than 30 min. Additional tissue resection was needed in this case. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).